Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during testing, the device failed accuracy +6.4%. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device was intact. Review of the event log found no evidence of the reported problem. Upon function testing, the reported problem could not be duplicated. The root cause is unknown. The expulsor was replaced as a preventative measure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: d4: updated.